Event description:
It was initially reported that the patient's vision was effected subjectively and measurably. It was stated that the intraocular lens (iol) had a white hazy discoloration from its optical clarity whereby a lens exchange was being considered. Follow-up information was received indicating that the lens would be explanted on (B)(6) 2015. The facility verified on (B)(6) 2015 that the lens was explanted on (B)(6) 2015 from the patient's right eye and replaced with another z9002 iol. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass disposition. No nonconformance report (ncr) was generated during the manufacturing process of this production order. All the lenses were found acceptable as per specification. The units inspected under this production order showed that all lenses sampled had an acceptable haze level. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. The inspectors that performed the inspection for this production order are certified and trained. During the manufacturing record review (mrr) of the production order (p/o) for this serial number, no deviation or assignable cause was identified for the complaint type reported when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
UDI #: (B)(4) all pertinent information available to abbott medical optics has been submitted.